Event description:
It was reported the hf-resection electrode had a melted plasma loop. This malfunction occurred during a urology procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.